Event description:
According to reporter, during procedure, or staff unnecessarily exposed to cautery smoke and patient due to poor quality cautery pencil. Covidian cautery pencils lack a protective sheath for the cautery tip, exposing patients to burn injuries and have insufficient smoke evacuation, even at 100% exposing staff to carcinogens in the or. There was patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.